Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of over 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Caller states that customer was not available and would call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.